Event description:
Pt had a previous gastric perforation four months ago. Pt had an uneventful post-operative course. Pt reached full enteral tube feedings one month later. Feedings given continuous via an enteral kangaroo feeding pump. Patient tolerating feeds well until the afternoon a few days later. Pt noted to be crying. Examined by physician and rn, abdomen noted to be distended and tense. Kub obtained and revealed free air. Pt immediately taken to or. Revealed gastric perforation.